Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 examination revealed swelling at the pump pocket, swelling of lower extremity, increased pain, and unsatisfactory analgesia. It was noted that they will be explanting when clear for surgery. No action was taken. The outcome of the event was noted as ongoing. The device diagnosis was other catheter tip -granuloma non-functional catheter. The clinical diagnosis was unsatisfied analgesia, swelling of lower extremity pump pocket. The event date was (B)(6) 2020. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. Other etiology was catheter tip granuloma. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving hydromorphone. The outcome of the event was updated to resolved without sequelae on (B)(6) 2018. It was noted that the surgical intervention where the catheter was revised occurred on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the event date was updated to 2018-jan-29 (please note: this conflicts with the date the MRI revealed a catheter tip granuloma). The clinical diagnosis was updated to granuloma at catheter tip. On (B)(6) 2018 a magnetic resonance imaging (MRI) without contrast revealed a granuloma at the catheter tip. It was noted the catheter was revised on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2018 (please note: this conflicts with information provided that the catheter was revised on (B)(6) 2020). The etiology of the event was updated to indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (hydromorphone) was related. The drug action that caused the event was other prolonged intrathecal dose. The patient was receiving hydromorphone 20mg for a total dose of 7.762 mg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.